Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit screen is showing horizontal lines. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse cleaned and reseated color drive cable, which corrected the failure. During testing fse observed expired safety disk and replaced it and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, e3.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit screen is showing horizontal lines. There was no patient involvement.